Event description:
A lag screw in a dhs plate implanted in 2001 reportedly penetrated the femoral neck into the acetabulum on the pt. X-rays indicate a subtrochanteric fracture with no medial buttress and lag screw appeared to be placed sub-capital and did not penetrate the femoral head. X-ray also indicated the 2 distal screws in the plate (4.5mm) were broken. Entire construct was removed in 2 months later.